Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was frozen and did not engage when power was applied. Therefore, the reported condition was confirmed. It was further observed that internal components were corroded most likely due to immersion during the cleaning process. The assignable root cause was determined to be due to component damage caused by improper cleaning methods. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-testing, it was observed that the quick coupling device locked-up and would not work. There were no delays in the surgical procedure as an identical spare device was available for use. There was no human patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.